Event description:
It was reported that the right atrial lead had high thresholds due to lead dislodgement. The lead was repositioned. Later the lead was found to have dislodged again with high thresholds. The device was reprogrammed and the lead remains in use. The patient is enrolled in the avoid delivering therapies for non-sustained arrhythmias in (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Save to disk review noted no anomalies found.